Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the doctor fired one reload without problems, however when the second reload was connected to the handle, the lever could not be moved. A new handle was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Visual and functional evaluation were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.